Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the insert trial broke in half during range of motion. It broke inside the patient, and all pieces were recovered. S+n back-up device available, no delay reported.